Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The device was received with one electrode leg separated from the ceramic. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device and a replace light warning was received when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have probably affected the sealing performance of the device. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Event description:
It was reported hat during a pylorus-preserving pancreatoduodenectomy procedure, the device "became not seal on the way." Another device was used to complete the case. There were no adverse consequences for the patient. Additional information was requested but not obtained.